Manufacturer narrative:
H11: b5: it was reported to philips by a customer that the unit's electrical power failed even though the ac power cord was plugged in. H10: the reported phenomenon was confirmed through operation checking. The output of the power supply was observed to be 0v in diagnostic mode. Therefore, the power supply was replaced. The power supply was replaced to resolve the reported problem. In addition, the battery was also replaced as part of the maintenance procedure. Following the repair, the device was returned to the customer to be placed back into service.

Event description:
It was reported to philips by a customer that the unit's electrical power failed. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.